Event description:
Customer reporting that there have been 2 patients that have given higher than expected tni results and upon repeat, a normal expected result is obtained. Patients symptoms: chest pain. Patients diagnosis: discharged with follow up to cardiologist the next day. No treatment performed. This is report 1 of 2.

Manufacturer narrative:
The customer's complaint was not replicated during in-house testing with retained devices of lot t14915rn. No issues with recovery were observed and the product performed as expected. Manufacturing batch records for the lot were reviewed and found that the lot met release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required.